Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number: 9617229-2024-0011559. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side patient concern with the product and the "pain", "lump" under an unspecified arm, and "breasts are turning blue." Healthcare professional reported patient "is diabetic" - not related to the device, has "sarcoidosis" - not related to the device, and "has cellulitis" - not related to the device. Healthcare professional additionally reported discomfort, capsular contracture baker grade unknown, deflation and exchange from textured to smooth due to concern with the product. Patient´s representative reported "increase risk of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage and subcellular damage, past and future medical expenses, lost wages, physical and emotional pain, suffering, loss of enjoyment of life, disfigurement, explant surgery and/or reconstruction surgery. The device has been explanted.